Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat prolapsed uterus and cystocele. It was reported that following insertion the patient experienced chronic pain, severe infections, recurrence of incontinence, odor, pelvic organ prolapse, recurrence of pelvic organ prolapse, uncomfortable sexual intercourse and recurrence of chronic pain and limited physical activities. It was reported the patient underwent partial extraction of mesh/ revision of mesh (B)(6) 2006. It was reported that patient underwent mesh revision and removal of mesh on (B)(6) 2010 and underwent repair of posterior wall prolapse/rectocele on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.